Event description:
Procedure type: unknown. According to the reporter: balloon inflated x 10 pumps, deflated itself, surgeon repositioned and reinflated a second time. The balloon popped after 15 pumps. Piece of plastic was retrieved from the pre-peritoneal space. A new instrument was used to complete the procedure. No patient injury was reported.